Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her new onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation following a review of the call by a senior csr. The patient reported that the new meter would not turn on around (B)(6) 2019. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine for 2 days after the alleged issue started. She reported that on or about (B)(6) 2019, she went to the emergency room (ER) where a blood glucose result of 385 mg/dl was obtained on the ER meter and she was treated with 16 units of insulin. She also indicated that on or about either (B)(6) 2019, she developed symptoms of dizzy and headache. At the time of troubleshooting, the csr noted that the meter was being used for the first time. Based on the information provided, there was no misuse of the product. The csr confirmed that the patient was using correct onetouch ultra test strips; however, the meter would not turn on when a test strip was inserted or when the power button was pressed. Based on the information provided, the meter's battery did not need to be replaced. The issue could not be resolved with training. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after the subject meter would not turn on and she had continued to follow her usual diabetes management routine.